Event description:
Pt reported, the insulin delivery of the infusion device is too low. Recently, pt changed the cartridge and the infusion device displayed an e10 cartridge error. At 4 pm, blood glucose was 125 mg/dl. Pt ate 3 be and delivered 4-5 ie via the infusion device. At 7:30 pm, blood glucose was 536 mg/dl. Pt delivered 12 ie and then 6 ie via the infusion device. At 8:30 pm, blood glucose was 295 mg/dl. Pt changes the infusion needle every 3 days and the tube every 5-6 days. Pt was referred to the user guide. Infusion device was not exposed to water. Infusion device was exposed to x-ray during a scan of his spinal column. Pt had a cold and stomach-ache and recently started antibiotics. Infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.